Event description:
Customer reported when the alarm is set to voice and tone mode the pre-recorded message is not heard. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue. Evaluation revealed that the unit powers up, but the voice message does not play when set to voice and tone or voice only modes, instead there is a clicking noise that sounds. When unit is in tone mode it sounds as it should. The battery springs and flat contacts are corroded due to battery leakage. (B)(4).